Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva dual port leaked. The following information was provided by the initial reporter: during a voice of customer study the following feedback was received: customer (CT tech) stated that he preferred nexiva dual port product because if he was doing a power injection and there was an issue, fluid would come out the other port instead of causing extravasation (when compared to other devices). Clinician did not like that the CT contrast coming out the other port would get everywhere but preferred it over extravasation. Comment observed during a voice of customer research study. Comment was general in nature. Unknown if this has already been reported to bd.